Event description:
The customer contact reported a crack in the semi-rigid adapter of the clave secondary port; subsequently, a leak was noted. The primary tubing set was being used to deliver an unspecified solution, at an unspecified rate. After an unspecified length of time, the male adapter of an unspecified secondary tubing set was connected to the clave secondary port on the cassette of the primary tubing set for a piggyback delivery of an unspecified antibiotic. After an unspecified length of time, it was reported that a puddle of an unspecified volume of solution was noted on the floor. At this time, the nurse noted that the semi-rigid adapter of the clave secondary port was bent over and cracked. The primary tubing set was replaced and the therapy was resumed. There was no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, add'l info was not provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.